Event description:
It was reported that on (B)(6) 2012, during a mildly calcified, de novo, internal carotid, acculink stenting procedure (sds), after the deployment of an acculink stent, the acculink stent migrated distally and only part of the lesion was covered; therefore, an unplanned additional acculink stent was implanted to successfully cover the remaining part of the lesion. The patient experienced hypotension and common medication dopamine, was given. The hypotension resolved the following day. On (B)(6) 2012, the patient was diagnosed with anemia due to acute blood loss during the procedure. A blood transfusion was administered and the anemia resolved on (B)(6) 2012. There was no adverse patient sequela reported and the patient was discharged home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: reportedly, there was some minor blood leaking around the catheter insertion during the procedure.